Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated for peritonitis with unspecified antibiotics. At the time of this report, the patient was recovering from the peritonitis event. Dianeal, extraneal, and physioneal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Occurrence date additional information: the exact occurrence date is unknown; however it was reported to be approximately one week prior to (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.